Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed that when the programmer fan and power supply are on, the printer lights flash, and the printer prints. Nothing displays on the screen or the external monitor. As a result the mother board was replaced. It was also noted that the power cord bay door clasp was broken off, the display hinge plate was cracked due to the display being open too far, and the top hinge plate was very scratched up.

Event description:
It was reported that when powered on the programmer motor started but there was no change to the display screen. It was further noted that the power cord door clasp was broken and the printer tray was not working. The printer tray was tried with a different programmer and did not work with that one either. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.